Event description:
It was reported the lead had high thresholds. A medwatch 3500a was subsequently received reporting that follow-up, a week after implant, showed the lead had an increased right ventricular threshold. This persisted on the patient's evaluation three weeks later. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found; distal segment returned and analyzed.